Event description:
This is an adverse event occurring in a patient in the (B)(6) registry with 3 cm of barrett's esophagus. Patient was treated with rfa on two occasions without adverse event. Two months later, endoscopy and biopsy showed no residual barrett's, yet the patient was noted to have a mild stricture. This was dilated without issue. No additional follow-up is available at this time regarding resolution of stricture. Per the registry protocol, the physician deemed this as mild severity, unknown relationship to the procedure, and not related to any device malfunction.